Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer stated they treated with manual injection high blood glucose value. Customer also stated they receive no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime test. Customer states the insulin exited. Customer removed the cannula and it was bent. The device will not be returned for analysis.